Manufacturer narrative:
Per the hospital, they have followed up with both patients and made them aware of the incident and have prescribed antibiotics for them. The hospital also reports that both patients were released from the hospital and they are doing well. Also, per the hospital, neither patient is considered a high-risk patient, and both incidents are now being followed up and monitored by their infection disease and prevention experts.

Event description:
Our on-site endoscopic specialist reported that during two separate procedures on (B)(6) 2019 (a laparoscopic cholecystectomy and a laparoscopic appendectomy), an unsterilized scope was mistakenly used on patients in both cases. This report is for the lap chole procedure; a separate report will be filed for the lap appendectomy procedure.